Event description:
It was reported that the trach tube cuff could not be filled during the pre-use check. Additional information was received on the (B)(6) 2022 stating the balloon doesn't inflate properly. No patient injury or involvement were reported.